Event description:
Hosp reported that laser changed pulse duration and output wattage during a procedure. The laser had to be turned off and on repeatedly to complete the procedure. The procedure was interrupted, but completed. There was no injury to the pt or the medical staff.